Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was elevated; however, bg was below 500 mg/dl. Reportedly, customer changed infusion set types to address the event.